Event description:
Premature failure of the plastic handle on the carefusion alaris model 8110 syringe pump causing the device to be dropped from the handle breaking off while taking it to the pt. This can cause delays in providing treatment because the unit is broken beyond use once the handle breaks and staff must find a replacement unit. Currently these are the serial numbers affect that we have notified carefusion and are sending them for repair and eval: (B)(4). Because this is occurring on such a large number of these units at more than one of our facilities, it has to be either a manufacturing issue during assembly, a problem with the plastic, or simply not designed correctly for its intended use. These units are less than 6 months in use at time of failure. We are currently conducting an internal investigation to find others that have broken handles that have not yet broken to the point where they can fall off the pump module.